Manufacturer narrative:
This device was implanted at c6-c7 on (B)(6) 2020 in a 23-year-old male patient, date of birth (B)(6) 1997. Approximately 8 weeks after the index procedure, the patient fell and cracked the c6 vertebral body which led to a fusion at c5-c6, and several subsequent surgical procedures. The patient experienced increased pain in the neck and arms, extending to the fingers. Upon review of the CT and MRI images, it was determined that there was loosening of the m6-c, so on (B)(6) 2023, after approximately 27 months, the device was removed. Based on the inspection of the retrieved m6-c, in conjunction with the clinical data, and the provided information, the device showed evidence of in vivo damage. A loss of height was noted and the core had lost 46% of the initial mass. Based on the condition of the core, in vivo damage to the fiber construct was likely, but could not be confirmed, due to the extent of the extraction damage. Microbiology indicated that infection was present at the time of removal. It is likely that the trauma experienced by the patient 8 weeks after the index procedure, the additional cervical procedures that followed, and the infection, contributed to the failure of this procedure. A review of the lot history record for fg 0031-06 1426998 (B)(4) was examined including the final inspection records and the in-process measurements. There were no ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. The rmf 0003 rev 36 line 15 - failure to relieve symptoms including unresolved pain.

Event description:
Information provided states that patient with m6-c implanted at c6/7 in (B)(6) 2020 experienced increased pain in the neck and arm regions. It was determined that there was loosening of the m6-c implant at the c6/7 level with no migration. The device was explanted on (B)(6) 2023.